Event description:
Dealer states the right and left brake post turns, will not hold chair 14jm013797. No injury reported. Patient has only had the chair a couple of months. No additional information available per dealer.